Event description:
Information received from the (B)(6).treatment of a right unruptured posterior communicating artery sidewall aneurysm measuring 6mm x 2.6mm. Post pipeline procedure, it was reported that the patient had a neuro decline as the pipeline underwent thrombosis. The pipeline was embolized and there was a marked reduction in washout from within the aneurysm. The stent was widely patent.it was reported that the patient has improved ptosis and problems with left extremities.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient.(B)(4).